Event description:
It was reported by a patient that he had undergone a spinal procedure and was implanted an interbody device in 2007. The patient stated that he had the multiple post op complications such as renal issues, leg swelling, and severe leg pain after the procedure. The device was removed approximately four month post op in three months later.

Manufacturer narrative:
Neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. Unable to determine the cause of the event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
As an additional information, it was reported by the patient that he couldn't walk.